Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reason for call was to get a longevity estimate. The manufacturer representative (rep) indicated that the patient had the ins turn off because his ins depleted and the patient had a return of symptoms. The patient was frozen, stiff, and shaking. The patient spent 12 hours in that state until they checked the ins status and found it had been turned off. The caller indicated that the patient is not having an issue with efficacy of therapy. The patient claimed that the ins is being charged to 100% daily so it was not clear how it depleted. The caller provided the following impedances measured at 0.7v: ref c 3 1698ohms 2 673ohms 1 396ohms 0 1386ohms l:c+ 1- 2.6v 130us 125hz therapy imp: 423ohms r1 3.7v 120us 125hz therapy imp: 944ohms r2 3.7v 120us 125hz therapy imp: 1010ohms estimated recharge interval: 10.4 days the issue was not resolved through troubleshooting. Technical services reviewed information about battery charging and impedances.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the battery depletion issue wasn¿t determined. The patient thought they were charging it to 100%, but they were going by beeps rather than looking at the screen to see where the battery was. The patient was in serviced to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.